Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Engagement of the shock button was not recognized each time since the device also thought that the charge button was pressed. Physio isolated the problem to a faulty large keypad assembly and replaced it to observe proper device operation through functional and performance testing. The device was returning to the customer for use.

Event description:
It was reported that the device charged up to the selected energy but the shock button was pressed three times before the defibrillation energy was delivered to a pt. Paramedics responded to a call involving a down (B) (6) male pt in three to five minutes and observed CPR in progress. The device was connected and the pt initially had a ventricular fibrillation (vf) rhythm that converted to asystole. The pt then reverted back to a vf rhythm and the delay in the shock button response to deliver energy was reported to have occurred. Device users switched to another defibrillator and provided the pt care. The pt was delivered to the hospital with a pulse and pressure. It was later reported that the pt passed away at the hospital. The device use had no adverse effects on the pt. There were no further details on the event and/or pt provided.